Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was placed outside of the patient to ensure no debris fell into the patient's body. It was confirmed that there was no fragment that fell into the patient.

Manufacturer narrative:
The 30-degree endoscope has been returned and evaluated by the failure analysis. The 30-degree endoscope was found to have minor cuts to the cable insulation. The damage was located in the middle 1/3 of the cable. The complaint regarding the damaged cable was confirmed by failure analysis. Additional testing was performed on the endoscope shaft's circularity using a go-no-go gauge and the test failed. The gauge failed to slide smoothly down the scope's shaft due to damage found at the tip and/or shaft. The endoscope was also visually inspected and was found with damage at the distal end. The distal window located at the distal tip was visually inspected and found to be cracked.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope had a damaged cable. The user completed the procedure by using a spare endoscope with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.